Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Data log review confirmed pump was in aorta (about 15 hours into support), then was stopped manually. The pump was not returned for evaluation. Based on clinical description and data analysis, the root cause of the reported issue was most likely due to improper positioning of the pump. The root cause of positioning issue was due to wireless re-access to the aortic valve.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient¿s urine was observed to be red in color. The pump was repositioned, but it was confirmed that the device remained in the papillary muscle, prompting a request for an additional echocardiogram due to hemolysis. Medical staff attempted to reposition the impella pump to release the papillary muscle. However, when the impella device was pulled back, it was withdrawn into the ascending aorta. The patient became unstable, and an effort was made to recross the aortic valve under echocardiographic guidance. The patient was taken to the unit where the impella malposition was confirmed. The impella was pulled back into the descending artery and able to be straightened. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer. Data review: data confirmed pump was in aorta (about 15 hours into support), then was stopped manually. Product was not returned for review. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position & the root cause of positioning issue was due to wireless re-access to aortic valve. This report is being filed as part of a retrospective review of historical records.